Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 670930 . Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 541780 . Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 472190 . Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 593030 . Catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot # 172790 . Catalog #: 180561, comp nlk scr 3.5hex 4.75x35 st, lot # 251830 . Catalog #: unknown, unknown baseplate, lot # unknown . Catalog #: unknown, unknown stem, lot # unknown . Catalog #: unknown, unknown humeral tray, lot # unknown . Catalog #: unknown, unknown humeral bearing, lot # unknown . Catalog #: unknown, unknown taper adaptor, lot # unknown . The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04389, 0001825034-2019-04480, 0001825034-2019-04482, 0001825034-2019-04483, 0001825034-2019-04484, 0001825034-2019-04485, 0001825034-2019-04487, 0001825034-2019-04488, 0001825034-2019-04490, 0001825034-2019-04491, 0001825034-2019-04492. Unknown if product will be returned

Event description:
It was reported that the patient underwent left total reverse shoulder arthroplasty subsequently, that patient experienced pain, loss of range of motion and loosening of the components and underwent a revision procedure one(1) year one(1) month fourteen days (14) months post implantation. No additional information is available at this time.